Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Additional information became available that this entire lead was explanted during a recent device change out procedure. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that the sensing portion of this lead was surgically abandoned due to high thresholds. A new lead was attempted to be placed, but was damaged at implant. Ultimately a new lead was successfully implanted without incident.